Event description:
A malfunction alarm labeled "malf 24" was reported, which was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump with a new one and provided instructions on returning the problematic pump and putting it into storage mode. The customer planned to use multiple daily injections as a backup therapy and confirmed understanding of the instructions provided by technical support.